Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "capsular contraction baker grade iii/IV" against left device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: air void observed in the gel. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported "capsular contraction baker grade iii/IV" against left device. Device has been explanted and replaced.